Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump is expose to moisture found on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, flex cable, motor and force sensor during visual inspection. The following were noted during visual inspection: cracked case (battery tube) and corroded battery tube assembly. In summary, moisture damage confirmed. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump had a blank display and insulin pump was exposed to moisture. No harm was required during medical intervention. The insulin pump was returned for analysis.